Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On (B)(6) 2013, at an unspecified time, the device was programmed for continuous delivery of an unspecified chemotherapeutic medication, with a 336 ml vtbi (volume to be infused), for a duration of 46 hours, and the delivery was started. On (B)(6) 2013 at an unspecified time, the customer contact reported that the homecare pt returned to the user facility as planned to have the delivery discontinued and the device disconnected. At that time, the nurse noted the device had powered off by itself and the display indicated 15 ml had been delivered, instead of the expected completed delivery. At that time, the pt stated they did not want to stay to have the remaining volume delivered. The device was removed from clinical service. The customer contact indicated therapy will resume as schedule the following week. There were no reported of adverse pt effects. No medical intervention were required. During testing at the user facility, with new disposable batteries, the device powered off by itself without sounding an audible alarm tone. Though requested, no further info was provided.